Event description:
The manufacturer received information alleging a trilogy evo "repetitive ventilator inoperative" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of "ventilator inoperative" was confirmed and error codes e-155 indicating "machine flow sensor drift above the specification" was found in the ventilator's downloaded error log. In addition, e 144 (motor controller has proceeded to the shutdown state due to an error with the motor.) And e-330 (sensor offset during drift calculation is too high), therefore, the technician recommended replacing the machine flow sensor, blower assembly and system board to address all issues. The particulate filter was required for service and was replaced. The device was repaired and passed final test.